Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative that they rated they fell in (B)(6) 2015. It was unknown what led to the event or how the issue was identified. There was an attempt to read the implantable neurostimulator (ins) with a clinician programmer, but were unable to as the ins was low/dead. The issue was not resolved at the time of report. They patient was instructed to try to recharge their ins. There were no symptoms reported. The patient outcome was alive with no injury. There was no surgical intervention and it was unknown if any was planned. If additional information is received, a follow-up report will be sent.